Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# 0208237371, product type: lead. Product ID: 3888-56, lot# 0 208334407, product type: lead. Product ID: 37702, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3888-56, lot# 0208237371, product type: lead. Product ID: 3888-56, lot# 0208334407, product type: lead. Refer to manufacturing report number 9614453-2016-04636 for other device.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The outcome was unresolved with no further action planned. Interventions included reprogramming. The device was integrated and showed high impedances on electrodes 12, 13, 14, and 15. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). Signs and symptoms included not adequate stimulation. High impedance was already observed with previous system implant without affecting the stimulation. After replacement of the stimulator during procedure impedance remain high, but stimulation is still effective, therefore no action will be taken. No symptoms were experienced by the patient.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the high impedance was unknown. The patient did not experience any falls or trauma. The high impedance was greater than 10,000 ohms. These electrodes with high impedance were loaded since about 1 year ago. The electrodes were used in the past. By reprogramming the implantable neurostimulator (ins) an adequate stimulation was found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved with sequelae. The lead was explanted and replaced. Interventions included explanting and replacing the lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the out of range impedance was unknown. High impedance was already observed with the previous system implant without affecting the stimulation. After replacement of the stimulator during the procedure impedance remained high but stimulation was still effective, therefore no actionwould be taken. No symptoms were experienced by the patient. Device interrogation on (B)(6) 2016 showed high impedance on electrodes 12, 13, 14, and 15.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the event resolved with sequelae on (B)(6) 2017.